Event description:
It was reported that during the procedure the generator received an instrument error. The instrument was removed from the patient and while retesting, the blade broke off the instrument. A second instrument was then used to finish the case with no patient consequence.